Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the flexitubes of three opt318 optiflow junior nasal cannulas were found detached from its manifolds during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint opt318 optiflow junior nasal cannulas from the hospital. We will provide a follow-up report once we have completed our investigation.